Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (1g once every five days; duration not reported) and injection gentamycin (40mg daily; route and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.